Event description:
It was reported the pt experienced pain at the ipg site due to the ipg location. Surgical intervention was undertaken on (B)(6) 2013 and the ipg was relocated which resolved the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.